Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial and dry. Visual inspection found the lens haptic deformed. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that, while implanting a 12.6mm vicmo12.6 implantable collamer lens, diopter -3.5 into the patient's right eye (od), the lens tore/broke. This occurred on (B)(6) 2019. On (B)(6) 2019 the lens was removed and exchanged with an alternate lens and the problem is resolved. Reportedly, no patient injury occurred and the cause of the event is reported as user error.